Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("spotting"), pelvic adhesions ("adhesions") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 45-year-old female patient who had essure (batch no. 627406) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cough, lung scarring, anemia, nabothian cyst and dysfunctional uterine bleeding. Concomitant products included escitalopram oxalate (lexapro) and hormones and related agents. On (B)(6)2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and anaemia ("anemia"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced rash ("rashes"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), weight increased ("weight gain"), dizziness ("dizziness"), abdominal pain ("severe abdominal pain"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and abdominal pain lower ("cramping"). The patient was treated with iron, surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation), surgery (lysis of adhesions) and surgery (dilation and curettage). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, alopecia, abdominal pain, anaemia, nausea, vaginal discharge and abdominal pain lower had resolved, the pelvic adhesions, uterine leiomyoma, dysmenorrhoea, weight increased, dizziness, endometriosis and adenomyosis outcome was unknown and the fatigue and rash was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, dizziness, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic adhesions, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, adenomyosis, leiomyoma , endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record were received. New reporters added and reporter information added. Patient demographic information added. Lot no. Received. . Product indication and implanted date updated. Explanted date added. Events per pfs: abnormal bleeding (vaginal, menorrhagia), anemia, nausea, dysmenorrhea (cramping), adhesions, vaginal discharge, endometriosis, fibroids, adenomyosis and cramping. Events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("spotting"), pelvic adhesions ("adhesions") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 45-year-old female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cough, lung scarring, anemia, nabothian cyst and dysfunctional uterine bleeding. Concomitant products included escitalopram oxalate (lexapro) and hormones and related agents. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and anaemia ("anemia"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced rash ("rashes"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), weight increased ("weight gain"), dizziness ("dizziness"), abdominal pain ("severe abdominal pain"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and abdominal pain lower ("cramping"). The patient was treated with iron, surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation), surgery (lysis of adhesions) and surgery (dilation and curetage). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, alopecia, abdominal pain, anaemia, nausea, vaginal discharge and abdominal pain lower had resolved, the pelvic adhesions, uterine leiomyoma, dysmenorrhoea, weight increased, dizziness, endometriosis and adenomyosis outcome was unknown and the fatigue and rash was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, dizziness, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic adhesions, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, adenomyosis, leiomyoma , endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("spotting"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic adhesions ("adhesions") in a 45-year-old female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section and miscarriage. Concurrent conditions included cough, lung scarring, anemia, nabothian cyst and dysfunctional uterine bleeding. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2013, hormones and related agents, metformin since (B)(6) 2015, progesterone since march 2015, testosterone since (B)(6) 2015 and thyroid preparations since 2014. On (B)(6) -2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and anaemia ("anemia"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced rash ("rashes"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), weight increased ("weight gain"), dizziness ("dizziness"), abdominal pain ("severe abdominal pain"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), abdominal pain lower ("cramping"), anxiety ("psychological or psychiatric problems condition: anxiety"), headache ("migraines / headaches"), migraine ("migraines / headaches") and blood disorder ("blood disorder"). The patient was treated with iron, paracetamol (tylenol), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation), surgery (dilation and curetage,ablation) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, anaemia, nausea, vaginal discharge, abdominal pain lower and blood disorder had resolved, the pelvic adhesions, uterine leiomyoma, dysmenorrhoea, weight increased, dizziness, endometriosis, adenomyosis, anxiety, headache and migraine outcome was unknown and the fatigue, alopecia and rash was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, anxiety, blood disorder, dizziness, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, adenomyosis, leiomyoma , endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: pfs received: event blood disorder, migraines / headaches, psychological or psychiatric problems condition were added. Concomitant drugs, treatment drugs, historical condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("spotting") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), fatigue ("fatigue"), alopecia ("hair loss"), dizziness ("dizziness"), rash ("rashes") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (on or about (B)(6) 2015, patient underwent hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue, alopecia, dizziness, rash and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dizziness, fatigue, genital haemorrhage, pelvic pain, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.